Event description:
Allegedly removed during the revision of another component. Patient was playing (B)(6) and immediate pain began.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00510.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed and analysis shows no trend for this item/lot number. Device history record reviewed and indicates the product met specification when manufactured. Product not returned for evaluation. There was no complaint stated for this device.